Manufacturer narrative:
(B)(4). The investigation was completed with the necessary evaluations.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs. The ultrafiltration volume was 1552 ml during cycle 4. The largest prescribed fill volume of 2500ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Evaluation was completed, problem confirmed, but the investigation is still not completed.